Event description:
Boston scientific received information that the patient implanted with this device system was presented to the hospital in a ventricular tachycardia (vt), with a rate of 160. This rate fell into the monitor only (mo) zone. The patient's physician paced the patient out of the vt and reprogrammed therapy on in that zone. The patient was reportedly pacer dependent. The atrial port of the device was plugged. The left ventricular (lv) lead was tested and was found to have complete loss of capture (loc) at maximum outputs in all configurations. Impedance measurements were greater than 2,000 ohms in tip to coil and ring to coil configurations. The right ventricular (rv) lead was functioning appropriately. A revision procedure was performed. The lv lead was explanted and the device was replaced without complication. A fracture on the lv lead was noted. No adverse patient effects reported during the procedure.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing confirmed that the inner and outer conductor coils of the lead were fractured 318mm from the terminal pin. The suture tie downs were located at approximately 300 and 307mm from the terminal pin which indicate that the outer and inner coils fractured near the distal end of the suture sleeve.